Event description:
It was reported that the pump battery was depleting too quickly, which led to a pump shutdown. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed by technical support to uninstall and reinstall the mobile app and to monitor if battery depletion exceeds 35% per day, which the customer understood and acknowledged.